Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 30/2.25 mm balloon ruptured at 8 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in a very tortuous posterior descending coronary artery. The physician used a mach1 guide catheter to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.